Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that at the time of device change out, the left ventricular lead had an apparent fracture. It was also reported that the rv defib lead was replaced prophylacticly, while extracting, the lead had "a questionable helix malfunction" (inability to retract). No further patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The 6949 lead is part of the advisory for this model. Evaluation summary: (B)(4): distal conductor was fractured. The full lead was returned and analyzed. The helix will not extend or retract when the lead is received with a spin. Plus the distal conductor is fractured which will also no allow the helix to extend or retract. Blood was present in/on the helix mechanism and a white substance was present on the exposed defib coil. Visual analysis noted the distal conductor was distorted, the outer tubing was kinked/buckled, the outer tubing overlay was melted, the outer tubing was breached (non-electrical), and the outer tubing was torn. (B)(4): no anomalies were found. The full lead was returned and analyzed. The lead was received with blood and body tissue on the electrode, it also has melt marks on the distal coil which may have contributed to the reason for return. The distal conductor was cut, the outer insulation was melted, there was a white substance on the tip electrode.